Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that liquid foreign matter was discovered in barrels of syringe during use with a bd insulin syringe with the bd ultra-fine¿ needle. The following information was provided by the initial reporter: consumer reported finding a liquid inside of the barrel of some of his insulin syringes.

Manufacturer narrative:
H.6. Investigation summary no samples (including photos) were returned as of (B)(6) 2020 therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 0028593 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200869320] noted that did not pertain to the complaint. H3 other text : see h.10.

Event description:
It was reported that liquid foreign matter was discovered in barrels of syringe during use with a bd insulin syringe with the bd ultra-fine¿ needle. The following information was provided by the initial reporter: consumer reported finding a liquid inside of the barrel of some of his insulin syringes.